Event description:
Patient reports she went to the emergency room and was admitted for five days due to a heart cath misplaced, but fount issues with kidney failure due to they were over medicating with diuretics. No additional information provided. Patient does not consent to be contacted.